Event description:
It was reported that during a cartridge change, the red plunger fell out, and the cartridge was leaking; the user was instructed to replace the cartridge, and the supply change was completed without incident. Investigation included user education and troubleshooting. Further investigation of this case revealed that the event was resolved after replacing the cartridge. It was concluded that, based on previously established findings for similar reports, the issue was related to a leaking cartridge during handling and was corrected through user guidance and supply replacement. There were no user-related symptoms, and no reported adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization.